Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer had high blood glucose levels (267 mg/dl). Customer reports settings from her health care professional are too low. Customer took a correction bolus to stabilize her blood glucose level.